Manufacturer narrative:
Concomitant medical products: product ID 7427, serial# (B)(4), implanted: (B)(6) 2006, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they had both of their implantable neurostimulators removed in the same year due to infections. Everything that was implanted was explanted. The patient had a new implantable neurostimulator implanted after these infections. The patient was implanted for failed back surgery syndrome and hip pain from surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.